Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Althoughs ome evidence points to a higher rate of occurrence in women using breast pumps versus those are are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested further information but the customer has not responded. If any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 13th june from the UK that their elvie pump was not working despite being fully charged. The customer advised that they then developed mastitis and were seen by a healthcare professional who prescribed antibiotics. Customer did not provide details about how their pump was not working and was not willing to try troubleshooting.